Event description:
It was reported that during a left subclavian vein percutaneous transluminal angioplasty treatment procedure, the balloon sheared off of the catheter. During the procedure, the physician inflated the balloon to 14 atms, then deflated the balloon. He attempted to remove the balloon and met no resistance, but the balloon sheared off of the catheter. The pt is going to the hospital to remove the catheter in radiology. The pt has pacemaker leads at the lesion site. Add'l info has been requested regarding this event.

Manufacturer narrative:
.